Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that on the first day of impella cp support, following the patient being moved for a central line placement, the impella alarmed for placement signal low. A transthoracic echocardiogram (tte) was performed, and it confirmed that the impella remained in the correct position within the heart despite the alarm. The patient¿s care team contacted the abiomed customer support center to discuss options. Based on the tte result and that the alarm was likely caused by the patient's movement, the team decided to leave the impella as it was and the team concluded that the alarm was aberrant. The following day, it was reported that the impella cp had intermittent suction alarms. It was noted that the patient had 2 liter positive fluid balance and the patient was transfused with a unit of packed red blood cells. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B1 adverse event should not have been reported on the initial report as there was not adverse event. B2 required intervention should not have been reported on the initial report as there was not adverse event. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Code b17 should not have been reported on the initial report as the device was not kept for investigation. H11 the device was discarded and should of been reported on the initial report. Investigation summary: the investigation has been completed. No product was returned. Optical sensor issue: clinical details noted that there was a placement signal low alarm on the first day of support. Transthoracic echocardiogram confirmed the impella was in good position. Hemodynamics were stable. Data log review confirmed placement signal low alarms intermittently throughout the case. There were no abnormalities found with the optical parameters. There were also no issues with g0 calibration. Without returned product, the reading of values by the optical sensor cannot be tested. The cause of the optical sensor issue was not determined since product was not returned and insufficient clinical details were provided. Pump suction: clinical details noted that there was intermittent suction alarms on (B)(6) 2025. Data log review showed intermittent suction alarms throughout the case (alarm 14, diastolic). There were no motor current spikes and purge pressure was stable. There were no positioning alarms seen in the logs during the case. The cause of the suction was not determined since insufficient clinical details were provided and no product was returned. Device history review: the pump passed all post-sterile inspection checks.